Manufacturer narrative:
(B)(4), date sent: 7/12/2023, d4: batch # 841a19 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 841a19, and no non-conformances were identified.

Event description:
It was reported that during a right upper lobe resection the battery died. A new battery was placed in the device and the case completed with no patient consequences.